Manufacturer narrative:
No sample information was provided. The customer indicated that the results improved when using a different reagent lot. No system issues were noted. This event is a reagent related issue. Thus, service was not needed for this event.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining falsely positive rheumatoid factor (rf) results generated by the unicel dxc 600 pro synchron chemistry analyzer. The erroneous results were reported out of the laboratory. Upon repeat the results yielded within a lower range. This event occurred on (B)(6) 2011, (B)(6) 2011, (B)(6) 2011, and (B)(6) 2011. This reportable event captures the erroneous result that was generated on (B)(6) 2011. One (1) of the patients had further testing ordered due to the erroneous result, but is the only known impact to patient care. It is unknown which patient had the additional testing ordered. This report is related to the following mdrs that are being reported on different dates for the similar events that occurred at this customer site: 2050012-2011-01116, 2050012-2011-01117, 2050012-2011-01118.